Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions - against resistance. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. It was reported that heavy calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, during insertion of the proglide device into the 5f sheath resistance was felt. A cuff miss occurred due to the reported heavy calcification. The calcification was reportedly not seen when the angiogram was taken. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.